Event description:
The customer reported a ventilator with an air source failure. This event was reported to have occurred during clinical use however, there was no allegation of harm associated with this report.